Event description:
Pt was implanted for depression. The reporter indicated that the pt complained of headaches and throat discomforts which appeared to be temporary and related to stimulation. After changing the pulse width parameter, these symptoms resolved. However, the pt developed stridor 48 hours after vns stimulation settings were changed. The pt indicated that they had a fairly rapid onset of neck pain and developed breathing difficulties. The pt was admitted to the hospital and was discharged two days later. The vns device was turned off. The breathing difficulties resolved. An endoscopic nasopharyngoscopy revealed that the left vocal cord was spasming when the stimulation was on. Additionally, the pt experienced idiopathic paradoxical vocal cord movement which probably contributed to the reported breathing difficulties. Five days after the event, the vns was turned back on at lower settings. The pt reported no adverse effects at that time. She was seen by and ent and very mild vocal cord movement was observed. However, approx 5 days later, the pt again developed similar breathing difficulties, but she did not require hospital admission. The device was deactivated again. The pt was then started on antibiotics and steroids for a possible chest infection. The vns device was again activated approx 3 weeks after the initial event. The pt has been able to tolerate the current settings without further breathing difficulties or other adverse events.

Event description:
Further follow up revealed that the strider, headaches, dyspnes, and left vocal cord spasm have resolved with device parameter changes and there havebeen no signs of reoccurrences since these changes. In addition, the chest infection reported was described to be a common chest cold unrelated to vns therapy. Patient is reportedly currently tolerating vns therapy very well.